Manufacturer narrative:
G4: 20jan2020, b4: 23jan2020. Additional information was received that the vibration noise occurred in the blower. A noisy blower is not a reportable event for the v60 ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/02/2020.

Event description:
The customer reported a ventilator with an unknown noise/oscillation issue. There was no patient involvement or patient harm.